Event description:
It was reported that during a ptca/stent procedure a balloon separation occurred. The device was advanced through the struts of a previously deployed stent to dilate an interior branch of the left renal artery. Upon attempted removal of the device, the balloon was caught on the stent. Consequently, part of the balloon and the radiopaque marker were separated from the shaft. Attempts to manipulate the balloon and remove it were unsuccessful. Ultimately a snare device was used to retrieve the balloon fragment and marker, however, the physician was not certain all of the balloon material was retrieved.